Event description:
It was reported to philips that the device had a 35-volt failure along with other power-related failures 3.3 volt and 5 volt. The device also annunciated other failure codes. Motor control printed circuit board assembly (mc pcba) adc failure, over-voltage protection circuit failure, low leak co2 rebreathing risk, and blower high-temperature error. The device was reported as being in use at the time of the event on a patient. There was no patient or user harm reported.

Manufacturer narrative:
The device was reported to have been in use at the time the malfunction was found. The customer reported that to have placed the patient on an alternative v60 unit and no additional intervention or escalation of treatment reported. No patient harm was reported the philip's remote service technician recommended power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba. Customer received the power management pcba, but not the mc pcba and stated he tried the pm pcba, but it did not solve the issue. Customer plans to order the mc pcba. Remote service technician received an email from customer which stated, the mc pcba solved the problem. Unit passed performance verification test (pvt) successfully and was returned to service.

Manufacturer narrative:
A motor controller (mc) board was returned for failure analysis. No anomalies noted during visual inspection. Failure investigation was performed; the customer complaint was verified. The root cause was failure of spi transmitter u10.